Event description:
Reporter indicated that the pt was feeling muscle spasms in his neck. It was reported that the spasms continued when the vns device was turned off using the magnet. It was also reported that the pt wanted to have the vns removed because the pt did not think it was helping his depression. Attempts to gather add'l info have been unsuccessful.